Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced gum sensitivity/soreness and excessive bleeding. Their jaws sometime click and cause headaches.